Event description:
The customer alleges that the light source did not light during a demonstration.

Manufacturer narrative:
(B)(4). The lot number is unk. The device sample was not returned for eval at the time of this report.